Event description:
It was reported that the user experienced recurrent low glucose while using the ilet, including a blood glucose of 42 mg/dl with blurred vision and shakiness, and the user believed the pump was correcting too aggressively; review of available reports suggested inconsistent meal announcements and possible maladaptation, and the user was advised to seek re-education with their clinician. Symptoms included hypoglycemia with neuroglycopenic and adrenergic manifestations. Outcomes included self-treatment with oral glucose and no hospitalization. Investigation included review of usage patterns and counseling on troubleshooting and education. Investigation of this case revealed no device malfunction identified from available information, with user behavior factors such as inconsistent announcements potentially contributing to the low glucose events. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.